Event description:
It was reported that the 2800 system had an intermittent power supply error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer canceled the service call. A follow up report will be filed when add'l details become available.